Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: data not available. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported they developed an infection at the pod¿s insertion site on their abdomen while wearing the device for the full 72 hours. The patient reported when they removed the pod from the infusion site they had a blister. Symptoms reported include pain, swelling, discoloration and oozing. The affected area was the size of a silver dollar. The patient went to urgent care and believed they were diagnosed with cellulitis but could not confirm. The patient was treated with a prescription for doxycycline and also an unknown ointment for the infection site. Following a wound check 10 days later, the patient was prescribed cephalexin as the wound is still not healed. It was noted that the patient has used an un-approved insulin (lyumjev) with the pod. This represents off-label use. The device may not function as intended because it was used off label.